Event description:
The iab was inserted femorally. At the onset of pumping, the pump gave "high pressure" alarms. Pumping was discontinued and the iab was removed and replaced. There were no further complications.